Event description:
It was further reported that the rv lead was removed and replaced with another lead.

Event description:
It was reported that during a follow up visit, the right ventricular (rv) lead exhibited no capturing, and there was significant drop in sensing. It was also reported that when the patient was sitting in the up position and pacing ¿muscle jumping¿ was experienced. An rv lead revision was scheduled. During the office visit for the lead revision a venogram and fluoroscopy were performed, and revealed that the rv lead had perforated the right ventricle, and an effusion was present. The revision procedure was cancelled and the patient was hospitalized. No additional information has been received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, r-wave amplitude decreased suddenly on the week of (B)(4) 2014; measurements decreased from 8-10mv down to 1.1mv.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2005; 6056 adaptor, implanted: (B)(6) 2015. (B)(4)